Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during interrogation, a no external power, low voltage, and replace backup battery. There was no audible alarm at the time of the event and the patient was connected to the wall power when the external power was disconnected. The log file captured the low voltage hazard, no external power, and backup battery fault alarms on 24apr2024 at 1101. It appeared that there was a power source change at the time from battery to wall power, possibly for interrogation of the ventricular assist device (vad). The emergency backup battery was replaced at the visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller not producing an audible alarm could not be confirmed, as no products were returned for analysis under this event. However, the reported event of no external power, low voltage, and backup battery fault alarms were confirmed via evaluation of the submitted log file. The log file contained approximately 46 days of information ((B)(6) 2024 per timestamp). At 11:01:50 on (B)(6) 2024, no external power, low battery hazard, and backup battery fault alarms were all observed to be active simultaneously. At this time, it appeared that the white power cable was connected to the power module, and the black power cable was connected to a 14v battery. The alarms resolved sometime before the next recorded event at 11:34:07 of the same day. The alarms did not affect the controller's ability to operate the pump at the set speed. Available information for the event indicated that the backup battery was being routinely exchanged during the time of the abnormal alarms being recorded. It was also mentioned that there were no audible alarms at the time. The root cause of the observed alarms in the log file could not be conclusively determined through this analysis. Multiple attempts were made to obtain more details related to the troubleshooting and backup battery replacement, but no response was received. The serial number of the heartmate ii system controller in use was not provided. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including yellow wrench, no external power, and low voltage, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. The instructions for replacing the battery are also provided in this section. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.